Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that this event occurred in the anesthesia department after insertion into the pt. The insertion site is unk. The physician stated that occlusion of lumen was noted during application of medication. Further info was not available for this particular event.